Event description:
While infusing antibiotics in a homecare setting curling pump alarmed error code 306 - pump was turned off and back on- rec'd error code 25 x 10 respectively. Pump removed from service and sent to MFR for analysis.